Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit for the reported video problem and as per the customer the issue had been resolved. The fse then completed the pm with full calibration. Unit passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use. H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The customer has been presented with the cost estimate to repair the iabp unit. Repairs are pending approval. A supplemental report will be submitted if additional information is provided.

Event description:
It was reported that the display on the cs300 intra-aortic balloon pump (iabp) had a black line/static. There was no patient involvement, and no adverse event reported.